Event description:
Complainant alleged that during training by facility staff, a spark was heard near the electrode pad connector and then the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the burnt inductor on the main printed circuit board (pcb). The board was scrapped after testing. The main printed circuit board (pcb) will be replaced to resolve the report. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis of reports of this type has not identified an increase in trend.